Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was offline, and the screen had turned black. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 was tripping the power supply. A field service engineer (fse) replaced the drawer controller for main drawer 3.2 to resolve the issue. Fse tested the drawer in the hardware test application and confirmed that it was functioned correctly. The system functioned as intended after the field service engineer repaired the device.